Event description:
It was reported to covidien on 02/19/2009 that a customer had an issue with a dialysis catheter. The customer states the catheter fell out of the pt several months post insertion. This leads to the catheter being replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.